Manufacturer narrative:
Visual examination of the provided pictures identified the removed nail and one damaged connecting bolt. The removed nail has blood and tissue residue and damage near one of the holes as the anodize is worn off. The connecting bolt threads appear to be damaged. No other conclusions could be made from the provided photos. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk connecting bolt cat#ni lot#ni. Unk phoenix nail cat#ni lot#ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02379, 0001825034 - 2021 - 02381.

Event description:
It was reported that a patient underwent a revision procedure 3 days after implantation due to a malpositioned nail. The nail position was inadequate due to connecting bolts not attaching correctly to the nail during insertion. There was a 5 hour delay to the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.